Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted and during a suturing process, the lead exhibited loss of sensing and loss of capture upon attaching to the device. The lead was explanted and replaced. There were no adverse consequences to the patient.